Manufacturer narrative:
Device eval by manufacturer: the super sheath introducer sheath was received in two pieces. Visual inspection confirmed the sheath tube was broken at a position of about 10 mm from the sheath base. Additionally, kinks were identified at five locations: 30mm, 55mm, 65mm, 80mm, and 85mm from the tip of the sheath. Microscopic inspection of the torn-off portion confirmed that part of the fractured surface might have been created by a sharp instrument and the rest of the fractured surface was further torn apart when the sheath pulled off during the procedure.

Event description:
It was reported that the sheath separated inside the body and additional intervention was needed to remove the fragment. This super sheath introducer sheath 6 fr x 11 cm .035 was selected for patent foramen ovale (pfo) procedure with an experienced cardiologist. Preparation of the sheath was flushed/completed and showed no abnormality. During the procedure, upon the second use, the operator had difficulty removing the sheath from the vessel causing the sheath to separate inside the patient. Additional intervention was performed to open the vessel and remove the broken sheath fragment from the patient. During the intervention, the patient lost a lot of blood. The patient had a prolonged hospitalization; however, was expected to fully recover. Another super sheath was used to complete the procedure.

Event description:
It was reported that the sheath separated inside the body and additional intervention was needed to remove the fragment. This super sheath introducer sheath 6 fr x 11 cm .035 was selected for patent foramen ovale (pfo) procedure with an experienced cardiologist. Preparation of the sheath was flushed/completed and showed no abnormality. During the procedure, upon the second use, the operator had difficulty removing the sheath from the vessel causing the sheath to separate inside the patient. Additional intervention was performed to open the vessel and remove the broken sheath fragment from the patient. During the intervention, the patient lost a lot of blood. The patient had a prolonged hospitalization; however, was expected to fully recover. Another super sheath was used to complete the procedure.